Event description:
Event description: cpi received information that the implantable cardioverter defibrillator (ICD) had reached an eri battery status after 35 months of implant. The physician believes this ICD depleted prematurely.